Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal elective replacement indicator (eri), there were episodes of noise noted on the right atrial (ra) and right ventricular (rv) leads. The noise on the ra lead resulted in episodes of inappropriate automated mode switch (ams). The leads were capped and replaced during the procedure, and there was also insulation abrasion noted on both leads. The patient was stable following the procedure. Related manufacturer report number: 2017865-2019-17780.